Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.25 mg/day) and bupivacaine (30.0 mg/ml at 5.001 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient was in the ICU and hospitalized for six weeks with a brain hemorrhage on (B)(6) 2017. It was noted the might have been secondary to manipulation during pump implant on (B)(6) 2017. During hospitalization, a magnet was placed over the pump to suspend therapy on (B)(6) 2017 and removed on (B)(6) 2017 when the pump was programmed to minimum rate by a manufacture representative. It was indicated the event was possibly related to the implant procedure with surgery/anesthesia noted. The patient was discharged on (B)(6) 2017 with few complaints of pain. It was noted the event resulted in in-patient hospitalization. The issue resolved without sequelae on (B)(6) 2017 and therapy was resumed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. Noted on the event form "they were advised this might have been secondary to manipulation during pump implant on (B)(6) 2017."